Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device remains implanted in patient.

Event description:
A report was received that the patient presented to their physician with pain. X-ray confirmed that the patients lead had partially migrated out of the epidural space. A revision was scheduled.